Event description:
New information received notes that the physician elected not to make programming changes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, myopotential oversensing was observed. Patient was asymptomatic. Programming changes were recommended. The patient will continue to be monitored with routine follow-up.